Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net on (B)(6) 2019. Upon reviewing the transmission, the clinician noted the implantable cardiac monitor exhibited quite a bit of artifacts on an atrial fibrillation episode from the previous day. The artifacts appeared to be over-sensed by the device. The episode showed there was a lot of baseline noise and it was discussed that the clinician may want to increase device sensitivity threshold. However, the patient had very small r waves and changing the sensitivity threshold may cause under-sensing. The clinician elected to continue to monitor the patient. The patient was asymptomatic to the atrial arrhythmia.